Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon gets stuck [foreign body in reproductive tract]. Case description: consumer stated on social media that every time she used a tampon, it would get stuck. No serious injury was reported.